Manufacturer narrative:
Additional information: imdrf annex g grid.

Event description:
It was reported that the device had an error code 260.4130 on 8100 unit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code 260.4130 on 8100 unit was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech is get error code 260.4130 on 8100 unit. Error has to do with the power supply the pressure sensor voltage is at least 8.4% higher than the voltage in the specification. Before call in the tech had replace pressure sensor & logic board and still get the same error. Tech will have to send unit in for services repair. High level steps/procedure: replace logic board. Return the module to the factory.

Event description:
It was reported that the device had an error code 260.4130 on 8100 unit. There was no patient involvement.